Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete . Fdr and fdc code apply to the desktop charger (serial # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger quit working, the ins depleted, and the patient's legs hurt since (B)(6) 2018. The patient stated that the desktop charger connector pin appeared intact. The patient was in pain. The recharger would not connect to the power supply and showed instruction for patient to plug it in, but it was plugged in. The recharger would not charge. It was further reported that the connector pins were bent. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37761 lot# (B)(4)implanted: explanted: product type recharger product ID 97754 lot# (B)(4)implanted: explanted: product type recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement of the desktop charger and recharger resolved the leg pain and the depleted ins. No further complications were reported or anticipated.